Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height cubie drawer 5 hardware failed and was unable to be closed. A field service engineer (fse) removed the drawer from the main station chassis and inspected its rear components, discovered that the latch/home sensor had popped out of the hard stop. The sensor had been reinstalled in the correct position and checked for secure placement. The fse had reinstalled the drawer in the main station chassis, reconnected the pyxis bus cable and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.